Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was "high"; although specific value was not provided. Customer addressed elevated bg by a manual insulin injection. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.